Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided.d.2b: procode is krd/hcg.e.1: the name, phone and email address of the initial reporter are not available / reported.h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed.a review of manufacturing documentation associated with this lot (30386741) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for.this report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission.the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 1.00mm x 1.00cm (B)(4) ((B)(4)) was chosen as a filling coil, and the physician did not properly judge the shape of the coil deployment and decided to remove the coil. During the re-sheathing attempt, the coil introducer failed to be re-zipped. The physician used another 1.00mm x 1.00cm galaxy g3 mini coil, and the procedure was successfully completed. There was no report of any patient adverse event, or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 12/4/2020. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that the 1.00mm x 1.00cm galaxy g3 mini coil (glm910010 / 30386741) was chosen as a filling coil, and the physician did not properly judge the shape of the coil deployment and decided to remove the coil. During the resheathing attempt, the coil introducer failed to be re-zipped. The physician used another 1.00mm x 1.00cm galaxy g3 mini coil and the procedure was successfully completed. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 1.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The marker band was found at 36cm from the hub; this is within specification. The coil introducer was observed kinked. No other damage was observed. The complaint device underwent microscopic inspection. The embolic coil was observed to be in damaged condition. Functional analysis was precluded due to the kinked coil introducer. A review of manufacturing documentation associated with this lot (30386741) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the complaint coil was chosen as the filling coil; the physician removed the coil because he did not properly judge the shape of the coil deployment. During the attempt to resheath the coil, the introducer failed tp be re-zipped and the device could not be resheathed. Functional evaluation was not performed because the coil introducer was kinked. The likely cause of the kinked introducer is undue force. The observation made during the visual inspection confirmed the issue reported in the complaint. Positioning difficulty / poor conformability is a known potential issue associated with the use of the device. Factors such as the shape of the target lesion, tortuosity of the parent vessel may have contributed to the way the coil is positioned and / or conforms when it gets delivered to the target site. With the limited information available related to the procedure and the device malfunction as reported, the reported issue related to the coil shape post-deployment was not confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided; however, it is possible that in this case, the aneurysm size/shape, and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported positioning difficulty/poor coil conformability. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.